Event description:
Procedure type: nephrectomy. According to the rptr: when closing the vaginal cuff the device toggled and became detached from the device. All pieces were recovered and removed from the pt cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Was removing the kidney through the vagina.

Manufacturer narrative:
(B)(4).